Event description:
The user facility reported that during a patient procedure the head and foot section of the table ¿folded up¿. Hospital personnel were able to transfer the patient and the procedure was completed successfully. The user facility would not provide additional event information in regards to any injuries reported.

Manufacturer narrative:
A steris service technician arrived onsite and found the auxiliary switches to be broken. The back and leg switches were stuck in the up position. The technician found the override switch board upside down. When the table tilted to the maximum the plug connected to the board was pushed into the assembly. This caused the 2 switches to break. The back and foot switches caused the back and foot to raise and the pump motor to run continuously. The table did not stop until the motor batteries ran out of power. The technician repaired the table and confirmed it to be operational; no further issues have been reported. Prior to the reported event the table was serviced and maintained by the user facility. The table is now under steris service contract.